Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user access issue. A technical support specialist reviewed flight logs, identified a power failure event in the log, communicated findings to the customer, followed up, and closed the case after confirming the issue was resolved with a reboot of the system. The issue did not reoccur. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, two drawers did not work and took long time and started working. The customer stated that this malfunction occurred during an active or case, and the user managed to get the necessary medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.